Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/apr/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was lump/nodule and malposition. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area side not specific. Patient additionally reported ,"the implant moved and was lopsided." This file is for the right side breast implant. No treatment occurred and the device was explanted.